Event description:
Prolonged tingling & numbness on rt index finger, tight band on rt. Underarm. Prescribed neurobion forte po medication, 3 sessions of injection with triamcinolone 10 mg/ml(total 0.3 ml) each side.